Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Product as the device was not returned to the MFR. Product was discarded. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that hospital received a 10 pack of simplex p bone cement and inside the 10 pack was a single dose that was damaged during transport wherein the monomer inside the dose cracked and leaked all over the box and enclosed single doses rendering the complete 10 pack case unusable as a result.